Event description:
Customer reported no fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and upgraded the singleboard computer system operates as intended.